Event description:
The dr was attempting to apply the ankle fixator to be used for distraction during a total ankle replacement case. During implantation of the external fixation bone screws into the tibia, two broke. The dr successfully implanted a third screw into the tibia and chose to leave a portion of each broken screw in situ.